Manufacturer narrative:
Findings: cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces. Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to faulty sensor resistor. No moisture damage noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer stated that the screen on the device was blank. The customer's blood glucose level was 78 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.